Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving eg-580ut. It was reported that the customer requested a review on an abdominal case. It was later reported that a dr. States that a known abdominal lesion was apparently missed on an exam completed on the velocity. There was no harm or injury to the patient. No additional information provided.

Manufacturer narrative:
Ref comp (B)(4).